Event description:
It was reported that a patient presented with grade 5 functional tricuspid regurgitation (tr), leaflet restriction, enlarged atrium, and pacemaker leads present for a triclip procedure. During the procedure visualization was difficult. Upon deployment of the second clip, a partial detachment was noted. When the clip was fully deployed a single leaflet device attachment (slda) was observed. The anterior leaflet was detached. No additional clips were implanted and the tr was grade 4+. There were no adverse patient effects.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, the reported slda and poor image resolution could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.